Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed and a priming anomaly was found on the insulin pump. The customer's wife stated that the customer was not connected during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.